Event description:
Intuvie received a report alleging that during an intravenous immunoglobulin (ivig) infusion, the patient¿s pump sounded an ¿infusion complete¿ alarm. The reporter stated they noticed the IV bag was empty and the tubing was full of air up to the patient¿s port. The reporter further stated they used a syringe to aspirate from the patient¿s port to help ensure air did not enter the patient; no air was aspirated. This was a primary infusion. The reported infusion rate was 114 ml/hr and the vtbi was 846 ml. The pump reportedly did not alarm ¿air-in-line.¿ no patient harm was reported.

Manufacturer narrative:
The device was returned and investigated. The reported ¿no air-in-line¿ alarm issue could not be reproduced during evaluation. A review of the device¿s serial number history did not identify any prior similar complaints. The alleged device failure could not be confirmed. The probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).